Manufacturer narrative:
This complaint was opened in error. Report is on lead only. No known complaints on this device. Filed closed.

Event description:
This system was explanted due to twiddlers syndrome. Should additional information be received, this file will be updated.